Manufacturer narrative:
One opened knife sample was received in a blade protector tray for the report of being dull. The sample was visually inspected and was found to be conforming. Functional testing for penetration was then performed and the sample was found to be conforming. As no lot number was identified with this complaint, lot history and complaint history reviews could not be conducted. The returned sample was found to be visually and functionally conforming therefore, a dull knife as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned knife sample was manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a knife blade was dull. Procedure details, patient involvement and patient impact information is unknown. Additional information has been requested. Additional information received clarified that the dull knife blade was noted during a cataract surgery. An alternate knife was obtained in order to complete the procedure. There was no harm to the patient. Additional patient information is not anticipated for this report.